Event description:
The swiss lithoclast trilogy disposable probe kit was used during this case. During the procedure, 1 probe snapped into two pieces, and 1 probe bent. A third probe was opened and used with no issue.